Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic experiencing presyncope. Upon interrogation, the a slow rate was noted. The device was reprogrammed. On (B)(6) 2016 the device was explanted and replaced.